Event description:
The patient experienced hypoglycemia and was found unresponsive. The patient was transported to the hospital and was pronounced dead on arrival. The patient's husband reported that the cause of death was profound hypoglycemia and heart failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.